Event description:
The user facility reported that a lighthead to their harmony led 585 surgical lighting system detached and fell onto a surgical table during cleaning activities. No report of injury or procedure delay.

Manufacturer narrative:
A steris surgical specialist was informed by the biomed department of the reported event. The biomed department inspected the lighting system and stated that the retaining ring was not present, and they were unable to locate it. The harmony led (B)(4) surgical lighting system is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The harmony led (B)(4) surgical lighting system was installed in 2009 and has been in service for approximately fourteen years. A steris service technician arrived onsite to inspect the lighting system and confirmed that the retaining ring was missing. The technician made the necessary repairs, tested the lighting system, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.